Event description:
Ous MDR - a decreasing of the r wave shortly after implantation was reported. A possible lead dislodgement was suspected. No further information such as implant / explant dates was reported. Should additional details become available, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values of the parameters measured during the mechanical and electrical analyses proved to be within the technical specifications. There was no indication of a lead failure. The analysis did not reveal any sign of a material or manufacturing problem.